Event description:
It was reported that the device displayed an fc100 code, indicating it was in storage mode. Upon consulting technical services for an evaluation, it was explained that a low battery capacity error is triggered when the device is in storage and the remaining capacity for explant falls below the storage capacity measurement threshold. This error is designed to prevent the implantation of a device with a battery that isn't fully charged. There was no involvement of a patient in this incident.

Event description:
It was reported that the device displayed an fc1001 code, indicating it was in storage mode. Upon consulting technical services for an evaluation, it was explained that a low battery capacity error is triggered when the device is in storage and the remaining capacity for explant falls below the storage capacity measurement threshold. This error is designed to prevent the implantation of a device with a battery that isn't fully charged. There was no involvement of a patient in this incident. Multiple attempts to gather further details, including the initial reporter's information were unsuccessful as no response was received. It is not anticipated that the device will be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.